Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for micro endoscopic discectomy for disc herniation and the event occured intra-op. It was reported that the screw intended for fixing the shape could not be turned, resulting in an inability to secure the shape as planned. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of product no: 9560524, lot no: my21e001r the handle screw was stuck to the threaded part at the end of the cable. Therefore, it could not be disassembled and repairs required cutting the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.